Manufacturer narrative:
There was no button error alarm noted and all buttons functioned properly. There was no damage noted on the keypad traces. The pump passed the displacement test, self-test, unexpected restart error test, and basic occlusion test. All operating currents are within specification. The off no power alarm functions properly. There was no motor error alarm noted. The pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. The pump had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that several months ago he had button error alarms and yesterday he had no delivery alarms. Customer got a motor error alarm at lunch. Customer took the cartridge out and rewound the pump. Customer's blood glucose is 78 mg/dl. Customer stated that the drive support cap appeared normal. Customer stated that he was unable to rewind the pump and the motor error alarm has not occurred more than once in the last 30 days. Customer performed the displacement test and the pump passed. Customer stated that the pump was not dropped or bumped. Customer also passed the self-test. Customer was advised to change out the entire infusion set. Customer stated that the no delivery alarm is not recurring. Customer stated that the issue has been resolved. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.